Event description:
The front wheels allegedly did not swivel correctly, causing the consumer to fall out of the chair and cut her head, resulting in stitches.

Manufacturer narrative:
Dealer alleges the front casters did not swivel correctly, causing the consumer to fall, resulting in stitches in her head. User device manual states that wheel locks should be engaged when attempting transfer. This would preclude the need for front caster swiveling. Product has not been returned for evaluation at this time so it is unknown if brakes were misused, if a malfunction occurred or if other factors such as abuse, or lack of maintenance may have caused or contributed to this incident. Nature of complaint suggests potential maintenance issue and/or improper transfer technique. MDR filed on the allegation of stitches.